Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: description of issue: "we have had 3 situations where a t connector has separated from a yellow angiocath. This has resulted in bleeding. This has occurred in the nicu. It does not happen until a few days after the IV has been running. No injury reported.